Manufacturer narrative:
Software analysis concluded that the software was functioning as intended. The axiem port was returned for analysis. The unit was left connected to the test system and at some point within sixty minutes, the axiem, field generator and the instruments stopped tracking. Em interface displayed faults on all drives. As well, the 12v power supply showed a fault. An electrical failure was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that there was an axiem box communication error, emitter communication error, and all the trackers had communication errors. The axiem box was replaced and the system functioned as intended. The system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. Analysis found that the site didn't have communication with their electronic picture archiving and communication systems (pacs). The representative was able to query and see all patients, but not retrieve them. The site was informed they need to grant permission on their end. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported by a manufacturer representative (rep) working on installation of the system that the equipment screen showed green communication between everything, but when he got into the registration task, nothing was communicating. He went to shut down the computer, and at shut down he received a "no keyboard" error. It was also reported that when the system install began (2 weeks ago) the usb communication cable was loose from the computer to the axiem box. He said he reseated that cable and communication was resolved. It was suggested that he may want to replace that cable that was loose. It was discovered that the site did not have permission to retrieve from the pacs, although they were able to query. There was no patient present.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through design analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.